Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues and was subsequently partially explanted and replaced. A portion remains implanted, and the explanted portion was not received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.